Event description:
Field service representative contacted corporate product surveillance on 29 september 2009 to relay report received from customer in reference to a colleague triple channel volumetric infusion pump in which channel a overinfused. The event occurred during patient use. According to the customer, there was no patient injury, adverse event or medical intervention associated with this report. Customer will be doing their own investigation for now; therefore, the pump will not be sent back to baxter at this time. There is no further complaint information available.

Event description:
On the subsequent day to the event reported as (9680602-2010-00002) it was reported that during a surgical procedure in a different operating room, using a different anesthesia machine, during visual inspection of the device at the patient end, which was attached directly to an laryngeal mask airway, there was a pool of water which created a risk of entering the patient¿s airways. This water had gathered between the filter and the laryngeal mask airway. The device will be available for evaluation.

Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this report. (B) (4)

Manufacturer narrative:
(B) (4) the customer is evaluating the pump at their facility. A follow-up report will be submitted if additional information becomes available.